Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod longer than 48 hours their blood glucose level had rose to 261 mg/dl. Once the patient removed the pod from the infusion site the pods needle was found to have not retracted upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed.